Event description:
During the surgical procedure, the laser fiber did not fire. It was necessary to open and use a new second laser fiber. There was no adverse outcome related to this failure. The representative was contacted by us of the defective laser fiber and will pick it up at this facility.